Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to customer. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.